Event description:
According to the reporter, the device stopped charging prematurely while analyzing a pt during transport to the hosp. The pt was described as in cardiac arrest. The pt was not resuscitated however the reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.